Manufacturer narrative:
Concomitant medical products: modular neck e 12/14 neck taper use with +0 heads only; catalog no#: 00784801200; lot#: 63330666. Neutral liner 36 mm i.d. Size nn for use with 62 mm o.d. Size nn shell; catalog no#: 00885101536; lot#: 63303250. Concomitant medical products - therapy date: (B)(6) 2020. The manufacturer did receive per, hip revision pns, implant usage for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to instability and subsequent dislocations.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the patient underwent a left tha on (B)(6) 2016. Subsequently, the patient suffered from instability with subsequent dislocations on (B)(6) 2020 and was revised on (B)(6) 2020. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: no x-rays have been received. - images: in total four images showing the retrieved implants from different views have been received. The images show the explanted stem neck, the biolox head and the polyethylene inlay with an inserted screw. In all images, the parts are smeared with blood and blackish material. At the biolox head a wide vertical black stripe is visible which runs from the equator up to the pole. Below the equator, a disordered pattern of black stripes is visible. There are some scratches and indents on the stem taper and neck. - patient data: a.k., male, born 01 jun 1972, 125 kg, 190 cm, bmi: 34.6. Product evaluation: - no product was returned due to hospital policy; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient underwent a left tha on (B)(6) 2016. Subsequently, the patient suffered from instability with subsequent dislocations on (B)(6) 2020 and was revised on (B)(6) 2020. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The black stripes on the biolox head shown on the images received could indicate dislocation. However, no radiographs, operative reports, or office visit records were received. The device was not returned for examination; therefore, visual and dimensional examination could not be performed. In conclusion, due to the significant lack of information, an exact cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).